Event description:
It was reported that this left ventricular lead was attempted to be implanted due to experiencing insulation damage during the implant procedure. Another lead was implanted instead. This lead is expected to be returned for analysis. No further adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed a puncture hole approx. 790mm from the terminal end. This type of damage is consistent with a backloaded guidewire escaping the lumen. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. The reported insulation damage is likely the result of the lead damage observed by the laboratory. Information was added to the following fields: g2: report source.

Event description:
It was reported that this left ventricular lead was attempted to be implanted due to experiencing insulation damage during the implant procedure. Another lead was implanted instead. This lead is expected to be returned for analysis. No further adverse patient effects were reported.